Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 4 ml of juvéderm® voluma¿ with lidocaine and juvéderm® volift® with lidocaine in the malar area and dark circle areas. 7 months later the patient presented ¿superficial edema and hard / stony nodules in a lower orbital frame¿. The event was further described as ¿edema and nodules in dark circle areas¿. The event was reported as serious. The event caused a ¿temporary injury¿. The products were removed. The patient was treated with ciprofloxacin, clindamycin and hyaluronidase. The status of the event is unknown. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00274 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.